Manufacturer narrative:
Correction to h6: impact code. H6, health effect, impact code, remove 4656, problem identified before clinical. Use/exposure. H6, health effect, impact code, add 2199, no health consequences or impact. Investigation conclusion: the investigation found the stent returned loaded on the pusher within the introducer. The stent was able to advance through an in-house microcatheter without resistance and fully open upon deployment during the investigation testing. No foreign objects were observed on the stent, pusher, or introducer during the investigation; furthermore, no images of the foreign object were able to be provided for review. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported complaint. The microcatheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
Additional information received notes that during the delivery of the lvis stent, the distal end of the stent exhibited abnormalities with lack of smoothness. Upon removal and inspection, a thread-like, transparent, and viscous fluid was found on the distal end of the lvis stent. No image can be provided. The evaluation of the returned device is completed. Please see h6 & h11.

Event description:
It was reported that the coil-assist stent was used in an unspecified embolization procedure. After the preliminary preparation was completed, the microcatheter was advanced via the sy14 guidewire. When the microcatheter was withdrawn to prepare the stent for delivery, the stent was being advanced, and a foreign object was found at the front end of the stent. As a result, the stent could not be advanced normally within the microcatheter. The stent was not used and replaced with another stent with the same model, and the procedure was completed successfully. There was no harm or injury. The patient was reported to be good.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.